Manufacturer narrative:
Corrected information: event description.

Event description:
As reported by our affiliate in japan and through a literature article, ¿clinical impact of intraventricular conduction abnormalities after transcatheter aortic valve implantation with balloon-expandable valves¿, a complete av block developed after the transcatheter aortic valve implant (tavr) of a 26mm sapien xt valve. A permanent pacemaker was implanted on postoperative day (pod) 13. Patient follow-up was performed and confirmed the patient recovered from the complete av block. Ventricular pacing rates of 0% at 30 days, 0% at 60 days and 0% at 1 year post valve implant. The valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this article. Please reference related manufacturer report no: 2015691-2018-05060, 2015691-2018-05262 , 2015691-2018-05263.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this article. Please reference related manufacturer report no: 2015691-2018-05060. Reference for article: miura, m., shirai, s., uemura, y., hayashi, m., takiguchi, h., ito, s., yano, m., kawaguchi, t., morinaga, t., isotani, a., kakumoto, s., seo, k., arai, y., sakaguchi, g., ando, k. (2018). Clinical impact of intraventricular conduction abnormalities after transcatheter aortic valve implantation with balloon-expandable valves. The american journal of cardiology. Retrieved from: https://doi.org/10.1016/j.amjcard.2018.10.005.

Event description:
As reported by our affiliate in japan and through a literature article, ¿clinical impact of intraventricular conduction abnormalities after transcatheter aortic valve implantation with balloon-expandable valves¿, a complete av block developed after the transcatheter aortic valve implant (tavr) of a 26mm sapien xt valve. A permanent pacemaker was implanted on postoperative day (pod) 13. Patient follow-up was performed and confirmed the patient recovered from the complete av block. Ventricular pacing rates of 0 ppm at 30 days, 0 ppm at 60 days and 0 ppm at 1 year post valve implant. The valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided.